Event description:
It was reported that a black mark was found on the reservoir of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured december 12, 2014 ¿ december 13, 2014. The device was received for evaluation. Visual inspection revealed a black particle approximately 0.02 square mm in size, embedded in the material of the stress member plug component. The particle was not in the fluid path. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.